Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - a reset occurred on (B)(6) 2025 by a programmer outside an interrogation of this pacemaker. - this reset is most likely due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). - the subject device has been correctly re-initialized on (B)(6) 2025. - it is clearly described in the implant manual that devices must not be interrogated within the vicinity of other devices. - based on the available data, no issue is suspected on the subject device. Please refer to the attached analysis report.

Event description:
During the preparation for implantation on (B)(6) 2025, the eno dr was displayed on the programmer as standby mode and required re-start when interrogated.